Event description:
Patient (t.m.) Had developed catheter issues that lead to two hospitalizations. The first hospitalization was due to the patient having drain issues caused by the catheter's malfunction. The patient had outpatient revisions that did not work. The patient was hospitalized again due to drain issues, edema, and shortness of breath. The catheter was preventing adequate drainage and the patient transitioned to hemodialysis therapy. Ni this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).